Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that several pump channels in recent months had shut off with no alarms, and nursing became aware after patients become hypotensive or stopped responding to therapy. Most of the time the pumps were turned back on or the infusions were quickly switched to other channels. The devices were not sequestered or sent to clinical engineering for testing. No other patient or event details were provided.